Event description:
It was reported that a flogard infusion pump had a damaged safety slide clamp. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site. The sample was visually inspected and functionally tested. The reported condition of the damaged safety slide clamp was confirmed. However, the cause of the damaged safety slide clamp could not be determined. In order to correct the issue the safety slide clamp was replaced. The device was serviced and restored to a good working condition. If additional relevant information is received, a follow up report will be sent.